Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I was out 2 weeks. But only had coils out") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one / ones were reported via social media: I was out 2 weeks. But only had coils out were reported. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female"), genital haemorrhage ("abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder type of disorder: unclear diagnosis") in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herniated disc and pap smear abnormal. Concurrent conditions included uterine bleeding, menometrorrhagia, anemia and dysplasia. Concomitant products included ibuprofen (motrin children), levonorgestrel (mirena) since (B)(6) 2014 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), eczema ("rashes or skin conditions type: eczema"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), groin pain ("groin pain") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery ((B)(6) 2015 - total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, eczema, headache, nausea, fatigue, weight increased and groin pain outcome was unknown, the genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and abdominal pain lower had resolved and the depression, anxiety and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, depression, dysmenorrhoea, eczema, fatigue, genital haemorrhage, groin pain, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: tubal ligation status. Concerning the injuries reported in this case, the following one / ones were reported via social media: I was out 2 weeks. But only had coils out were reported concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Previous events medical device removal and injury were removed. Events added from pfs- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety, autoimmune disorder type of disorder: unclear diagnosis, rashes or skin conditions type: eczema, migraines / headaches, nausea, dysmenorrhea (cramping), pain, fatigue, weight gain / loss specify which one: weight gain, abdominal pain, groin pain, cramping. Medical history, concomitant drug, lab data, reporter information, aka name were added. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I was out 2 weeks. But only had coils out") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced injury ("injury to herself"). The patient was treated with surgery (device removal). Essure (ess205) was removed. At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure (ess205). Concerning the injuries reported in this case, the following one / ones were reported via social media: I was out 2 weeks. But only had coils out were reported quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: summon received. Reporter added. Indication added. Product code change. New event added: injury nos. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("I was out 2 weeks. But only had coils out") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one / ones were reported via social media: I was out 2 weeks. But only had coils out were reported . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-nov-2018: quality safety evaluation of ptc - product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder type of disorder: unclear diagnosis') in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical disc herniation, pap smear abnormal and adenomyosis. Concurrent conditions included uterine bleeding, menometrorrhagia, anemia and dysplasia. Concomitant products included cyanocobalamin since 2010 and ibuprofen (motrin children). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced autoimmune disorder (seriousness criterion hospitalization), 1 year after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), eczema ("rashes or skin conditions type: exzema"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), groin pain ("groin pain"), abdominal pain lower ("cramping") and iron deficiency anaemia ("anemia") with fatigue and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with iron, levonorgestrel (mirena), medroxyprogesterone acetate (depo-provera), high levels of steroids and surgery ((B)(6) 2015-total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, eczema, nausea, weight increased, groin pain and iron deficiency anaemia outcome was unknown, the genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and abdominal pain lower had resolved and the depression, anxiety, migraine and headache was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, autoimmune disorder, depression, dysmenorrhoea, eczema, genital haemorrhage, groin pain, headache, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: she received unspecified treatment (injection) for migraines, headache, nausea, dysmenorrhea (cramping) and pelvic pain. Unspecified medication for weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: tubal ligation status. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: new event (anemia), outcome for event headache and migraine (recovering / resolving updated from unknown) added. Concomitant medication added. Severity of events abdominal pain and groin pain added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.